Event description:
It was reported that the ilet user experienced high blood glucose reaching 377 mg/dl after snacking without issuing meal announcements and intermittently not wearing the pump. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to missed meal announcement, and implicated the user interface component insofar as user interaction was involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.